Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter via phone call for high blood glucose. The patient¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer also reported his daughter had lost her transmitter while playing sports. The customer also reported that they didn't realize it had fallen off until they had drove half way home, went back to the gym and could not find the transmitter. The insulin pump will not be returned for analysis.